Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture was noted when it comes to this cardiac resynchronization therapy defibrillator (crt-d). A revision took place and the left ventricular (lv) lead was surgically abandoned while the crt-d remains implanted. No additional adverse patient effects were reported.